Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad main display; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a "bad main display" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to pixels missing on the main display. The main display was replaced to correct this condition. This issue is being investigated through CAPA.